Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu) error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb) and the graphical user interface (gui) pcb to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).